Event description:
Small amount of posterior capsule captured during I/a, and footswitch reflux would not release capsule. A small tear occurred. No anterior vitrectomy required. Changed footswitch to complete case.